Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated that each time the sensor is removed she gets small red and white bumps that itch from underneath the adhesive. Her physician prescribed an unspecified cream to treat the reaction. No data or product was provided for investigation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.